Event description:
It was reported that after the implant, the patient complained of pain in the left shoulder region and between the scapulae. The following morning the patient was dyspneic. A left-sided pneumothorax was discovered, and was subsequently treated. The device remains in use. The patient is part of the painfree sst clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.